Manufacturer narrative:
D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the 3t heater cooler. Livanova field service engineer was dispatched to the customer. To solve the issue, the fse replaced the patient bridge. Then, the device was thoroughly functionally tested and returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a 3t heater cooler displayed error pump 1 is blocked (e7) during a procedure. There is no report of any patient injury.

Manufacturer narrative:
H11: based on the collected information, the reported issue has been traced back to faulty patient bridge most likely due to damaged motor bearing caused by water infiltration or water formation due to condensation or high temperatures and high level of humidity present in the stationary phase.